Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, exposed mesh, bloody vaginal discharge, and a fistula. An excision of the mesh and fistula were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.